Event description:
Two (2) days following a tah procedure, the surgeon noticed an infection at the wound site. The pt was treated successfully with antibiotics and is currently doing well. The pump was discarded; the doctor and staff indicated that they do not know what the number of the pump was.